Event description:
It was reported that the paramedics arrived on scene of another crew treating a cardiac arrest pt. They disconnected the therapy pads from the philips AED and connected them to their lp12 device therapy cable, using a custom adapter that enables the lp12 to work with the philips pads. The lp12 device would not recognize the defib pads. The paramedics switched the therapy pads back to the AED and successfully delivered 4 shocks, which resuscitated the pt. The pt was successfully delivered to the hosp. The pt survived due to use of backup device.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy cable, which was physically damaged, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced therapy cable and confirmed that one lead was damaged, near the base of the device's connector.